Event description:
It was reported that the maternity bed arrived with a damaged brake/steer pedal with sharp edges as a result of shipping damage. No pt involvement or adverse consequences were reported.